Event description:
It was reported that shaft break occured. The target lesion was located in the left anterior descending artery. A 5.00mm x 15mm apex balloon catheter was advanced for dilatation. Following successful dilatation, the device was removed. However, when the device went back down to be used again, the shaft broke at the wire exit port. The whole system was removed and the procedure was completed with another balloon size and kind. There were no patient complications nor injuries reported.